Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the motor drive unit would not power on properly and there was difficulty connecting the hand piece into the front connector. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 05/14/2009. Damage to drive connector or coupling - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a from. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.